Event description:
Patient reported after total knee replacement surgery, she was experiencing pain, now it has become chronic pain. Patient has stiffness and knee popping. Patient has trouble walking, needs a cane. Patient states gait is not normal.

Manufacturer narrative:
Additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 6191-1-001, simplex p full dose 1 pack, lot code: rct040. Cat. No.: 5551-g-299, triathlon asymmetric x3 patella, lot code: pm91. Cat. No.: 5520-b-300, triathlon prim tib baseplate - cemented, lot code: haxea. Cat. No.: 5510-f-401 triathlon cr fem comp #4 l-cem, lot code: s763a. The patient is (B)(6) in height. An event regarding pain involving a triathlon cr x3 tibial insert was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant concluded: ¿[¿] range of motion was noted to be 0° to 130° with no effusion, no instability, and no crepitus. [¿] negative for infection or loosening. [¿]there is no evidence that factors of faulty prosthetic design, manufacturing, or materials are responsible for the persistent discomfort in this patient¿s otherwise benign appearing left total knee arthroplasty.¿ device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. Although reported event notes stiffness and popping of knee by patient; medical records review by clinical consultant indicated ¿[¿] range of motion was noted to be 0° to 130° with no effusion, no instability, and no crepitus [¿] negative for infection or loosening.¿

Event description:
Patient reported after total knee replacement surgery, she was experiencing pain, now it has become chronic pain. Patient has stiffness and knee popping. Patient has trouble walking, needs a cane. Patient states gait is not normal.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.